Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 8 years, 5 months. Through follow-up with the health-care provider, it was learned that the reason for explant was due to structural valve deterioration of the mitral valve prosthesis with severe stenosis and calcification. Per the operative report, the patient was recently admitted to the hospital for congestive heart failure. Intraoperative transesophageal echo confirmed the diagnosis of severe mitral stenosis and also confirmed that the aortic valve prosthesis was only mild to moderately diseased with a mean gradient of 15-18 mmhg. The prosthesis mitral valve was inspected and the leaflets were noted to be calcified with limited movement. The mitral valve was replaced with another edwards bioprosthetic valve. An intraoperative transesophageal echo at the completion of the procedure revealed a normally functioning bioprosthetic mitral valve with no evidence of perivalvular leak. The patient was reported to have tolerated the procedure well and was cleared for discharge home on (B)(6) 2012.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the valve was not returned for analysis; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance found related to this event. Although the root cause cannot be confirmed, it appears that the stenosis was most likely caused by the calcification noted on the valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible at this time.